Event description:
Resident being transported on the hoyer lift by two state tested nursing assistants when retaining bolt broke, which released spreader bar from pick-up eye, causing resident to fall on floor. Resident sustained laceration of occipatal area of the head which resulted in hospitalization.